Event description:
It was reported that 5 unspecified bd insulin syringes experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Per customer email: I was chatting with a friend who is a nurse yesterday and she mentioned she had a question about a bd product. She said she saw one or two drops of a clear fluid in a sealed 30 unit insulin syringe (fine needle) on about 5 different occasions. She said the fluid was within the syringe, just distal to the plunger that apparently is usually positioned a bit proximal from the tip of the syringe. In other words, the syringe is apparently packaged with the plunger pulled back slightly and in that space within the tip of the syringe is where she saw the clear fluid.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that 5 unspecified bd insulin syringes experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown . Per customer email: I was chatting with a friend who is a nurse yesterday and she mentioned she had a question about a bd product. She said she saw one or two drops of a clear fluid in a sealed 30 unit insulin syringe (fine needle) on about 5 different occasions. She said the fluid was within the syringe, just distal to the plunger that apparently is usually positioned a bit proximal from the tip of the syringe. In other words, the syringe is apparently packaged with the plunger pulled back slightly and in that space within the tip of the syringe is where she saw the clear fluid.